Event description:
An altitude alarm 21 was reported by the customer, which caused the suspension of insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to clean the speaker holes on the pump with a soft bristle brush and lint-free cloth, but they were unable to do this during the call. They were advised that the alarm had cleared and to follow up if the issue recurs. However, the customer later reported that the altitude alarms continued, so new allegations were recorded, and the case was scheduled to be closed by technical support.